Event description:
It was reported that the right ventricular lead had low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk ICD, implanted: (B)(6) 2009; 4196 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. On the week of 2014-(B)(6), the right ventricular pace bipolar lead impedance measured low at 176 ohms. The right ventricular lead impedance warning occurred 2014-(B)(6) for impedance reading of 176 ohms.